Event description:
The customer reported while troubleshooting retic and differential vote outs on the coulter lh 780 hematology analyzer instrument they noticed clear blue liquid leak. The customer was unable to isolate the leak. The diff and retic lines carry blood, control material, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the date of the event, a field service engineer (fse) was dispatched, however, he was unable to reproduce the leak or find any signs of a leak. The fse performed the following: checked retic clear lines and pump. Preformed verification, shutdown, start-up, latron and qc. Ran ten specimens with slides and could not find any sign of liquid any where on instrument. Flushed vacuum system and had customer run instrument while I was here, and still no sign of any leaks. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record.

Manufacturer narrative:
The cause of the leak is unknown. (B)(4).